Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator failed flow transducer test during pre-use check. The reported event could not be duplicated and the ventilator passed all functional and safety tests. The ventilator was returned to the customer for clinical use in the received test log, the registrations from event date 2022-11-17 are overwritten due to new software installation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause for the reported failure could not be determined.

Event description:
Manufacture'rs ref.#: (B)(4).